Manufacturer narrative:
The technician pulsed 3 or 4 pulses on the right side of the bikini and noticed that the spots were more pink and also gray. The technician then lowered the fluence and completed treatment. The patient was given silvadene cream as preventative medication for the burn and is now healing with decreased discomfort. The device was evaluated and the technician noted that the optic was incorrect for this handpiece. The technician installed the correct optic and then confirmed it was operating within specifications. A burn is a known side effect of this treatment, although the incorrect optic may have contributed to the burn. The incorrect lens affected the delivery of the energy making this reportable as an accidental radiation occurrence (aro) in addition to a malfunction.

Event description:
In this incident, a site reported a patient burn on the bikini area after an elite+ treatment. Device evaluation found that the incorrect optic was installed in handpiece.